Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had vertical lines customer can saw the words and had gotten worse and one red line one blue and yellow line the further to the left there was bunch of them together. The insulin pump had cracked on side of the reservoir in cased and on the back it runs to the back where customer would put a clip and runs down in the opposite direction. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
P-cap / reservoir locks properly into place. After battery installation device gave an unexpected partial display with horizontal lines on display due to cracked or broken traces on lcd glass between the lcd controller and the lcd image area. Device passed displacement test and self test. Device received with faded serial number label, pillowing keypad overlay, minor scratches on case, cracked case, cracked case-corner of belt clip rails and cracked battery tube threads.